Event description:
The customer received blood glucose readings of 227 and 221mg/dl on the contour, re-tested on a different meter and the reading was 112mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer declined to return the strips for evaluation. New meter was sent to her.